Event description:
It was reported that a polarity switch occured due to high impedance on the rv lead. No interventions were done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg), (B)(6) 2013; 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).